Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt got high impedance results on system diagnostics and has been unable to feel stimulation for the past three months. No trauma or manipulation was reported, though she frequently lifts heavy pt's in her job as an emt. Pts' device was disabled and she was seen by a surgeon. Revision surgery is likely in this case. Attempts for further information have been unsuccessful to date.